Event description:
Device has been explanted.

Event description:
Additionally, healthcare professional reported "any creases" and pathology report identified "dystrophic calcification".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "immune system issues, changed shape you could see in mirror, swelling," and "psoriasis". Physician reported additional event of capsular contracture, baker grade IV. The events of "immune system issues" and "psoriasis" are not device related. Manufacturer of the device is unknown. Device remains implanted.